Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for essential tremors, movement disorders. It was reported that eri was reported on the 8840 and insr. The caller reported that they couldn¿t charge, but only since they couldn¿t move past the eri message on the insr, and the longer they kept insr on the ins they got dizzy. The caller interrogated with the 8840 and provided the status of eri and estimated longevity of 11-12 months. They indicated usage information indicated lifetime use hours was 35,421, device usage as 13% and hours used as 296. The caller stated the patient was last seen in march and device usage at the time showed 32% and hours used was 7,143. The caller¿s reason for the call was that they were confused about the device usage as the patient reported using the ins 24 hours a day (when stimulation was off they would profoundly shake) and why eri was appearing, yet the estimate showed patient still had 11-12 months remaining on the ins. There was no allegation of dissatisfaction with ins longevity. The caller indicated that the 8840 showed the ins was currently at 25% charge and the recharge stats showed typical duration ¿ 2.2 hours, typical interval ¿ 24.9 days and typical coupling ¿ 6 bars. Technical services then reviewed the differences between eri and eos and how to bypass the eri message on the insr, and that all provided information was normal behavior for a device at eri. It was reviewed to continue to have the patient use their ins normally and see them again in a few months to review usage data again. It was speculated that the patient wasn¿t using the ins as often due to the usage information provided. Additional information was received: it was reported that the rep called in to discuss possible reason for lightheadedness, dizziness, and fatigue while charging. The rep also reported that today when they ran impedances they discovered high impedances but not on the therapy electrodes. There were no further complications reported.